Event description:
¿An infant had a PICC line inserted on a day and after four days a chest x-ray was done which noted that the right PICC seen on the previous study is no longer evident. Repeat films were done with a concern being noted that a catheter fragment has been confirmed that extends from the upper aspect of right atrium into the inferior vena cava (ivc). After discovery of the catheter fragment the infant was transferred to an outside hospital for management and retrieval of retained fragment. No original packaging was kept. The catheter fragment is in our customer. PICC 1st a/l 26ga 1.9fr ¿ 384221. Four lot numbers were stocked that day in the nicu: 11324412, 1128799, 11250369, 11306156.¿ 4/20/2021 at 12:42 pm: spoke with clare gaetani: there was a 3-5 day window between insertion and fragment noted. The clinical team did not document lot# at time of insertion so all 4 lot# in inventory were provided. Patient is ok and did not return. Tail piece of the catheter is in pathology and available.

Manufacturer narrative:
Argon had made three requests for the return of the sample for evaluation. As of the date of this report, the sample has not been returned. Without such evidence to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Manufacturer narrative:
Sample expected to return for evaluation.

Event description:
An infant had a PICC line inserted on a day and after four days a chest x-ray was done which noted that the right PICC seen on the previous study is no longer evident. Repeat films were done with a concern being noted that a catheter fragment has been confirmed that extends from the upper aspect of right atrium into the inferior vena cava (ivc). After discovery of the catheter fragment the infant was transferred to an outside hospital for management and retrieval of retained fragment. No original packaging was kept. The catheter fragment is in our customer. PICC 1st a/l 26ga 1.9fr 384221. Four lot numbers were stocked that day in the nicu: 11324412, 1128799, 11250369, 11306156. 4/20/2021 @ 1242 spoke with (B)(6). There was a 3-5 day window between insertion and fragment noted. The clinical team did not document lot# at time of insertion so all 4 lot# in inventory were provided. Patient is ok and did not return. Tail piece of the catheter is in pathology and available.